Event description:
The advocate tested her blood using her elite meter and the customer's contour meter. The elite meter read 90 and 91 mg/dl, while the contour read 198 and 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.